Manufacturer narrative:
Concomitant medical products: 3058 mcg ipg, implant date: (B)(6) 2018, 3093-28 mgu, lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported they were shocked by their device. It was also noted that cardiac compass has invalid data. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.